Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset, guiding the customer through the process, after which the error code was resolved and the customer successfully started their sensor session.